Manufacturer narrative:
8/13/1998-supplement #1 sent to FDA.

Event description:
The product was used during a lobectomy procedure. Reportedly, the staples did not form properly and the instrument was difficult to close. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.